Event description:
It was reported that an error code 1319 (cooling defect coming up) prompted. The procedure was not completed due to the event; however, it was noted that it was completed on (B)(6) 2024. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that an error code 1319 (cooling defect coming up) prompted. The procedure was not completed due to the event; however, it was noted that it was completed on (B)(6) 2024. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.